Manufacturer narrative:
It has been communicated by the distributor the device will be returned to greatbatch medical. Once the device has been received and the investigation has been completed, a supplemental medwatch 3500a emdr will be submitted. Complaint received from distributor stryker orthopaedics.

Event description:
It was reported during an unknown that patient procedure, the offset reamer handle broke while reaming probably due to too much torque. It was noted that the patient had very hard bones. Procedure was completed successfully with no adverse events reported.

Manufacturer narrative:
The complaint sample was returned incomplete to (B)(4) for evaluation, however the reported event was confirmed. The power adaptor had broken off at the proximal end, but it was not returned with the rest of the complaint sample. A manufacturing review was performed and there were zero (0) discrepancies found. In summary, since the broken power adaptor was not returned with the complaint sample, the cause of this reported event cannot be determined. No further investigation is required.